Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device presented as the device was beeping. Upon investigation, a high out of range impedance measurement was observed on the competitor right ventricular (rv) lead. Boston scientific technical services (ts) reviewed the available data and indicated the out of range measurement was most likely related to noise, such as electromagnetic interference (emi). Ts recommended normal follow-ups. No adverse patient effects were reported.